Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to knee laxity and pain.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the articular surface is unknown. The device history records for the articular surface were reviewed with no deviations or anomalies identified. The implants were reviewed for compatibility with no issues noted this device is used for treatment. A product history search conducted for the articular surface identified no (0) other complaints for this part/lot combination. Review of the operative notes from the second revision surgery confirmed that the articular surface was revised due to laxity of the right knee. This was the patient¿s second revision due to right knee laxity. No deviations were noted in the operative notes from the patient¿s first revision surgery (when the related articular surface was implanted). During the first revision, it was noted that the knee was immediately stable upon trialing and implanting the 14mm articular surface. No information was provided regarding the patient¿s adherence a rehabilitation protocol or any other patient factors that may have influenced the performance of the device. No more information is available at this time. The risk of joint instability is addressed in the personatm the personalized knee system package insert. The package insert lists ¿dislocation and/or joint instability¿ as an adverse effect. This is therefore a known inherent risk of this procedure. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of components, photos, or further information.